Event description:
It was reported that the 9800 system displayed a "precharge fail" message. There was no report of a patient injury.

Manufacturer narrative:
A ge service representative assisted the customer in the investigation. Identified that the battery breaker on the c-arm was tripped. Reset the breaker. Instructed customer on how to reset the battery breaker. System operating as intended.